Event description:
Info received indicates the brake and steer does not work or hold.

Manufacturer narrative:
The technician found the brake block was broken and cracked causing the brake and steer not to function normally. The technician replaced the brake block mechanism assembly to repair the bed.